Manufacturer narrative:
Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes stopper pops off collection tubes. The following information was provided by the initial reporter: once the blood samples from transplanted patients are collected, the inversions are performed and tubes are properly placed in the rack to be transported to the processing lab. Then, the caps spontaneously come off, the stoppers pop off from the tubes, allowing sample spillage and biological risk for health personnel. Note: staff are allegedly properly recapping tubes after sample collection.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes stopper pops off collection tubes. The following information was provided by the initial reporter: once the blood samples from transplanted patients are collected, the inversions are performed and tubes are properly placed in the rack to be transported to the processing lab. Then, the caps spontaneously come off, the stoppers pop off from the tubes, allowing sample spillage and biological risk for health personnel. Note: staff are allegedly properly recapping tubes after sample collection.

Manufacturer narrative:
H.6. Investigation summary: material #: 367861. Lot/batch #: 2321386. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The 94 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. 10 retention samples were draw tested with all weights being within specification limits of 3.24ml ¿ 4.40ml. No issues with the hemogard closure assembly being loose or stopper pop off during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.